Event description:
It was reported that a device was used during laparoscopic colon procedure. Five hours post operative, the pt was returned to surgery for a intraluminal bleeding. The surgeon repaired the anastomosis with hand sutures.